Manufacturer narrative:
The reported event was inconclusive due to the condition of the sample received. Although an exact root cause could not be determined a potential root cause could be tip not smooth or rounded. Eyes too large . Tip too long . Tip too pointed. Molded in place, not glued. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for use: visually inspect. The product for any imperfections or surface. Deterioration prior to use. If package is opened. Or if any imperfection or surface deterioration. Is observed, do not use. Follow your. Facility protocol for catheter stabilization. And urine collection. Insertion. 1. Wash hands. 2. Use proper aseptic technique to prepare the patient for catheter insertion. 3. Remove the catheter from wrap and lubricate the catheter. If hospital policy permits, it is possible to inject lubricant into the urethra. 4. Catheterize the patient using dominant hand. 5. When catheter tip has entered bladder, urine will flow through the catheter. A. For female, insert catheter 2 more inches (approximately 5 cm). B. For male, insert catheter all the way to bifurcation. 6. Inflate the balloon with pre-filled water syringe if included. A. If pre-filled syringe is not included, then use a slip tip/luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the inflation lumen of the catheter. 7. Gently pull the catheter until the catheter balloon is snug against the bladder neck." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there were pointed tips again on the foley catheter. The user reinserted a new catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were pointed tips again on the foley catheter. The user reinserted a new catheter.